Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported the customer had not received any additional occlusion alarms since preventing abrupt temperature changes to the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim x2 user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 269mg/dl and a manual injection was administered to address the bg level. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion. During a follow-up call, it was reported the customer received an additional occlusion alarm. Reportedly, the customer is lean and tends to do a lot of bending during their work days. A new cartridge was loaded and tandem technical support found that the customer was not performed the correct cartridge air removal technique.